Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. A review of the device history record was performed which confirmed no inconsistencies. (B)(4). Device not available for evaluation.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an rcr procedure, the device started to flake off material when hit. Debris was removed from the patient via irrigation and suction. The same device was utilized to complete the procedure. No patient injury or complications were reported.